Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (50 mg/ml at 13 mg/day), clonidine (500 mcg/ml at 130 mg/day), and baclofen (100 mcg/ml at 26 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The patient's medical history included postlaminectomy pain syndrome. It was reported the patient had been admitted to the hospital. The patient had severe cellulitis and was receiving antibiotics for the same. It was noted that the patient indicated that her IV (intravenous) port had been infected. The patient indicated that it would be required to be replaced. The healthcare provider (hcp) hoped they didn't have the same problem with the pump. The pump was explanted. During the surgery it was noted that the patient had a large hematoma in the cavity which was quite well organized. The intrathecal pump cavity hematoma was sent for analysis. It was also noted that the patient had significant amount of mesh that was left behind. It appeared that there may have been a reaction to the mesh that resulted in the large collection. It was decided to do a pulsed irrigation with antibiotics for the cavity. It was noted that the cause of the severe cellulitis and infection were unknown. The severe cellulitis and infection had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.